Event description:
A report was received that the patient was experiencing difficulty charging and frequent charging of the ipg. Database analysis revealed that the battery discharge showed no anomalies and the charge profile was observed and revealed that the patient occasionally triggers the charger thermistor and had frequent poor charger-to-ipg alignment. The ipg appeared to be working as expected. The patient will undergo a revision procedure wherein the ipg will replace.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. It was physician's preference due to the age of the device. No device malfunction was suspected. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing difficulty charging and frequent charging of the ipg. Database analysis revealed that the battery discharge showed no anomalies and the charge profile was observed and revealed that the patient occasionally triggers the charger thermistor and had frequent poor charger-to-ipg alignment. The ipg appeared to be working as expected. The patient will undergo a revision procedure wherein the ipg will replace.